Event description:
On (B)(6) 2016 a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced a stoma infection and was treated with unspecified antibiotics. On a follow up visit, the nurse noted the patient had chronic hypergranulation at the stoma site, which had reduced in size.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.